Manufacturer narrative:
B3: estimated as event was reported to have occurred 4 months after implant.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cerebral vascular accident occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. Four months post-implant, the patient experienced a stroke and remains on blood thinners.